Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision, asr xl, left, reason(s) for revision: unknown. Update - alert date 23 dec 2016. (B)(6) update received. Amended original implant date. Update 04 aug 2017: additional information received. Asr revision, asr xl, left, reason(s) for revision: alval / soft tissue reaction.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Asr revision asr xl left reason(s) for revision: unknown update - alert date (B)(6) 2016. Claimsuite update received. Amended original implant date. See attachment dated (B)(6) 2016. (B)(6) 2017. Update 04 aug 2017: additional information received. Asr revision asr xl left reason(s) for revision: alval / soft tissue reaction the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Asr revision. Asr xl left. Reason(s) for revision: unknown. Update - alert date 23 dec 2016.claim suite update received. Amended original implant date. See attachment dated 23 dec 2016. Ek (B)(4) 2017. Update 04 aug 2017: additional information received. Asr revision asr xlleft. Reason(s) for revision: alval / soft tissue reaction the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.